Manufacturer narrative:
The reported 4.75mm healicoil regenesorb sa anchor system, intended for use in treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Multiple threads have been broken off from the anchor and were not returned for examination. The anchor is soiled with human matter indicating it was attempted to be used. An exact root cause cannot be determined with confidence with the limited clinical details that were provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use (IFU 10601068) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Based on the limited information provided the root cause of the reported issue cannot be determined. It is unclear if the IFU 10601068 where adhered to however, it does caution that ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ the healicoil regenesorb sa anchor is implantable so biocompatibility is not an issue. Since it is unknown if the threads of the anchor were removed or retained, the patient impact beyond local irritation/discomfort, and/or migration cannot determined.

Manufacturer narrative:
The reported 4.75mm healicoil regenesorb sa anchor system, intended for use in treatment, was returned for evaluation. Visual assessment of the device confirmed the complaint of breakage. Multiple threads have been broken off from the anchor and were not returned for examination. The anchor is soiled with human matter indicating it was attempted to be used. An exact root cause cannot be determined with confidence with the limited clinical details that were provided; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Off axis insertion of the anchor. The instruction for use (IFU 10601068) was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Based on the limited information provided the root cause of the reported issue cannot be determined. It is unclear if the IFU where adhered to however, it does caution that ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation.¿ the healicoil regenesorb sa anchor is implantable so biocompatibility is not an issue. Since it is unknown if the threads of the anchor were removed or retained, the patient impact beyond local irritation/discomfort, and/or migration cannot determined. (B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the anchor was impossible to place because the screw was broken. The screw did not broke inside the patient and the intervention was completed successfully with another anchor. The device is available for analysis. Results of investigation showed the anchor was soiled with human matter indicating it was attempted to be used inside the patient, which supports an intraoperative breakage scenario which is a reportable event pursuant to 21 c.f.r. §803. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.